Manufacturer narrative:
Institution/reporter phone#: (B)(6).

Event description:
Philips received a complaint from the customer who reports called in to report during testing of the device, there was an error code: 1007 ¿ machine and proximal pressure sensor failure during. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error 1007 had occurred during testing. The rse sent the customer a quote for bench repair. The quote for bench repair was discontinued. No further action is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.